Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent implantation of a protheses due to herniated disc at c6/c7. Intra-op, the cutter was not working correctly. The nurse had to clean the cutter several times until the needed space to implant the protheses was achieved. The devices came in contact with the patient. No patient complications were reported as a result of the event.

Manufacturer narrative:
Product analysis: visual and optical examination of the -03 mill gear and -05 mill pinion interfacing features identified significant material plastic deformation. The location and nature of the wear is consistent with instrument usage; this instrument is a single-use instrument. The above observations are consistent with wear. The above observations are consistent with wear. If information is provided in the future, a supplemental report will be issued.